Event description:
Home patient (hp) reports disconnecting themself by accident from homechoice device during apd treatment, and then reconnecting themself. Rn of hp reports hp gets confused during the middle of the night and frequently disconnects themself, possibly without following aseptic technique. Rn reports hp was admitted into hospital at midnight on 05/05/00 with cloudy effluent, and was discharged on 05/06/00. Rn reports hp was treated at hospital, antibiotic and dosage unknown. Per rn, a culture was drawn which indicated no growth. Rn reports hp has responded to treatment. No product failure indicated by rn.